Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root causes for the reported failure could have been due to: calibration issue; motor issues; pressure sensor issues; use error and/or; pcb board issue. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pump had a pressure reading of 145mm hg. Further, an approximate 20 minute delay was reported.

Event description:
It was reported that the pump had a pressure reading of 145mm hg. Further, an approximate 20 minute delay was reported.